Event description:
It was reported that during a low anterior resection, the device misfired. Two additional inches of sigmoid colon were removed. Patient recovered without complications. An increase in or time of 45 mins was observed.